Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite confirmed the issue. The computer was replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer was returned to the manufacturer for evaluation and it was confirmed that the computer will not boot up and shows error "non system disk". The hard drive made a clicking noise and the testing shows the drive is not responding to commands. The computer hard drive is bad and the issue was reportedly caused by the failing hard drive.

Event description:
A site representative reported that outside of a procedure, during boot up, an error message displayed, "failure in sr manager". There was no patient present when this issue was identified.